Manufacturer narrative:
Added: d3, d10 major bleed: the cause of the injury was not determined due to insufficient clinical details. Low or blocked pump flow: the cause of the pump flow (suction) issue was not determined due to lack of clinical details, no product or data logs returned for analysis.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 75-year-old female patient with a past medical history of a prior coronary artery bypass graft (CABG), presenting in post-cardiotomy cardiogenic shock (pccs) and low cardiac output syndrome (lcos), in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on venous-arterial extracorporeal membrane oxygenation (va ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a cardiothoracic (CT) surgery: CABG. During the procedure, during decannulation of the va ECMO cannula and post-implant of the impella, there was significant blood loss. Suction alarms from both the impella and ECMO circuit. Blood products and fluids given to the patient. Closure of access sites successful and hemodynamics stable. The post-procedure outcome is unknown. The impella functioned at p-5 at 2.8l/min as intended. High-risk surgeries require intense blood thinners, increasing the risk of bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with patient outcome. D4 revised. D6b explant date provided.

Event description:
The device was successfully explanted and the patient survived.

Manufacturer narrative:
D4 primary UDI number was revised. E1 initial report phone number was added as it was omitted from the initial report that was submitted.